Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) was boot looping after they attempted to reboot it. Prior to contacting technical support (ts) they rebooted the cns because they were unable to admit or discharge patients. Ts had the bme fully power down the cns including turning of the power switch, after that did not resolve the issue, ts had them remove the alarm indicator, but the cns failed to boot into the application. The bme installed their spare cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was boot looping after they attempted to reboot it. No patient harm was reported.